Manufacturer narrative:
One controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed at the bench level. The controller's liquid crystal display (lcd) was not functioning as expected; pixels were missing horizontally throughout the display. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels as expected. The controller lcd display failure was most likely caused by a faulty lcd display module. Additionally, the controller failed visual inspection due to an observation that the controller's port 1 and serial port connectors were loose from the controller housing, with the o ring gasket displaced and the connector's locknut loose inside. This controller was received with the old software version installed (not smr upgrade performed). The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors and controller lcd display failure heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient complained that half of the controller screen was dark while the other half was lit. The second line of text also showed missing pixels in the spot where watts should have been displayed. The patient denied knowing when or how this happened. The vad coordinator exchanged the patient from the primary controller to the back-up controller with out consequence. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.